Event description:
It was reported that during the implant procedure of aveir leadless pacemaker system that after implanting the right ventricle leadless pacemaker (rvlp) during atrial mapping there was frequent runs of premature ventricular contractions (pvcs) occurring. The physician suspects that the contact of the rvlp near the right ventricular outflow tract may have triggered pvcs. The physician elected to retrieve and explant the rvlp without a replacement. There were no patient consequences.